Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm confirmed the battery would not spring out and disengage from slot 1. The springs in the battery bays were replaced and the batteries were replaced as a precautionary measure. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that, during a routine check it was noted that the battery was stuck in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Event description:
It was reported that, during a routine check it was noted that the battery was stuck in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: e1 (event site email).